Manufacturer narrative:
A1: patient identifier: requested, not provided a4: weight: 63.2kg a5: ethnicity: requested, not provided d6b: explanted date: unknown if the device was explanted e3: occupation: lab manager the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that there was an issue with closure, however they did not think the angio-seal was the main reason there was an issue. The operator made multiple sticks and post-procedure the patient developed a pseudoaneurysm. The patient went to surgery. Hemostasis was initially achieved using the angio-seal. The puncture site was not below the common femoral artery or a low stick. Us testing was performed to diagnose the pseudoaneurysm. Emergency exploration of right groin with repair of pseudoaneurysm superficial femoral artery aneurysm and evacuation of large hematoma in right thigh. The patient does not have a history of bleeding disorder. The patient is on daily blood thinning medication. The patient was in stable condition. The procedure performed was left heart catheterization. There was no blood loss. The procedure sheath size used was 5 french. A pre-deployment angiogram was performed. The issue with closure was uneventful. Multiple sticks were performed. There were no issues with insertion, deployment, or withdrawal of the device. The report does not note that the posterior wall of the artery was punctured or considered a high stick, above the inguinal ligament or the inferior epigastric artery.